Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent posterior lumbar internal fixation at l1-s5 levels, for the treatment of lumbar spondylolisthesis. During the surgery, it was found that the product had twisting abnormality and was broken; the physician had to replace it with a new one to complete the surgery. Reportedly, patient's current status was normal.

Manufacturer narrative:
Product analysis :visual and optical examination identified witness mark on the external hex, consistent with final tightening, with shearing along the root of the tooth at the first thread. Optical examination of the internal hex of the set screw did not identify witness marks consistent with secondary torque. Tl hex driver used during tightening not returned for analysis. Unable to determine root cause of tip shear of the boss¿s from the available information.